Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 5f mynxgrip vascular closure device (vcd) had a leak and would not deploy. There was no reported patient injury. The procedure used a retrograde approach. The vcd was used with a 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer was trained in the use of the mynx device. The vcd was stored according to the instructions for use (IFU). A non-sterile 5f mynxgrip vascular closure device was returned for investigation. Visual inspection of the retuned device showed that the shuttle was engaged to the black handle. The syringe was not connected to the device and it was returned with the stopcock open. The sealant and advancer tube were observed exposed, which led to infer that the deployment mechanism was started. The procedural sheath was not returned with the device. Additionally, it was observed that the balloon showed a damaged condition that did not permit the balloon to maintain pressure per the event description. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during the balloon inflation due to the observed rupture located on the balloon¿s surface. A product history record (phr) review of lot f2226601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal rupture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (although not reported) and/or concomitant device factors (procedural sheath was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) had a leak and would not deploy. There was no reported patient injury. The procedure used a retrograde approach. The vcd was used with a 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer was trained in the use of the mynx device. The vcd was stored according to the instructions for use (IFU). The device is being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f226601 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) had a leak and would not deploy. There was no reported patient injury. The procedure used a retrograde approach. The vcd was used with a 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The deployer was trained in the use of the mynx device. The vcd was stored according to the instructions for use (IFU). The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) had a leak and would not deploy. There was no reported patient injury. The deployer was trained in the use of the mynx device. The vcd was stored according to the instructions for use (IFU). The device is being returned for evaluation.